Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material that remained in the device could not conclusively be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the gastrointestinal videoscope had foreign material inside the air/water tube and cylinder. There was no patient involvement.